Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
Note: this report pertains to the first of two reported malfunctions occuring during this event. It was reported to boston scientific corporation that the guide wire of an endovive safety peg kit would not fit through the feeding tube during a peg placement procedure performed in 2008. According to the complainant, the device was replaced with another endovive safety peg device. Refer to MFR report #3005099803-2008-06703 for details regarding the second device.